Event description:
Occlusion; it was reported that the catheter was indwelled into right internal jugular vein of age 0, 2600g baby. Blood did not flow out from the distal lumen before closing chest at ICU and customer decided not to use this lumen. It was reported that grouting chemicals were probably glucose and not circulatory drugs. Blood leakage was observed from optical module connector and om-2 cable. Connection was disconnected and approximately 5 mililiters of thinned blood liquid was observed inside of the om-2 connector. Carperitide was infused from proximal lumen for 1cc an hour at that time. Device was removed and another cvc catheter was inserted from left subclavian vein.

Manufacturer narrative:
Customer report was confirmed. Leak testing confirmed leakage between the proximal lumen and the optics lumen from inside the backform. An x-ray was taken and a void (air bubble) was observed.